Event description:
Patient reported a right side "pain", "swelling" and "folds." Device was been explanted and replaced. Patient later reported "implants presenting radial folds and minimum amount of peri-implant fluid bilaterally. Documented axillary lymph nodes of usual appearance to the method."

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a right side "pain", "swelling" and "folds." Device was been explanted and replaced. Patient later reported "implants presenting radial folds and minimum amount of peri-implant fluid bilaterally. Documented axillary lymph nodes of usual appearance to the method."